Manufacturer narrative:
Review of procedure#: (B)(6) reveals eye movement on frame 27 just as the arcuate incision begins and arcuate completion on frame 34. No indication of full thickness incision is seen. Recommend review of arcuate incision opening technique. System functioned as designed. No further clinical follow up required.

Event description:
On (B)(6) 2026, doctor (B)(6) reported to cas that they experienced a full thickness arcuate incision during procedure ID#: (B)(6).